Event description:
The user facility reported a cleaning brush bristle remained in an instrument and subsequently fell into a patient during a procedure. The bristle was removed and the procedure was completed successfully. No adverse affects have been reported.

Manufacturer narrative:
Upon receiving further information regarding the instrument cleaning brush subject of the reported event, this follow-up report is being filed as the brush distributed through south medic is not classified as a medical device.

Manufacturer narrative:
(B)(6) determined that the customer is over using the brushes and that onsite technical training is advised and will be scheduled.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.